Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an apply sample message. The medical affairs specialist spoke to the patient on sept. 26, 2007. The patient reported the meter began at the time of the event. He reported that, around 5:00 p.m. (Dinner time) on the same day as the call to lfs, he attempted to test, but was unable to obtain a result because of the reported issue. He took novolog, which is normally based on a sliding scale, and then ate dinner. He does not know the amount of insulin he took. At 6:17 p.m., the patient passed out. He reported that he had no symptoms prior. His friends attempted to test his blood glucose but were unable. They called the paramedics and who obtained a result of 51 mg/dl on their meter. The patient drank apple juice and he was retested with a result of 176 mg/dl. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported at the patient alleged he was unable to obtain a test result and later was treated for hypoglycemia by medical professionals.